Event description:
It was reported by the affiliate that when (3) pmw35 skin staplers were used during a total mk gastrectomy they jammed on the tissue. Another device was used to complete the case with no consequence to the patient.